Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had zero flow rate problem. Per follow up information received via email on 04mar2024, repaired the device on the customer site. The issue was zero flow rate problem. Replaced a circulation pump. The issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was evaluated upon receipt. Zero flow rate. Circulation pump was defective. Replaced circulation pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had zero flow rate problem. Per follow up information received via email on 04mar2024, repaired the device on the customer site. The issue was zero flow rate problem. Replaced a circulation pump. The issue was resolved.